Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left essure device is not visualized'), embedded device ('essure embedded partially in uterus') and endometritis ('chronic endometritis') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included uterine fibroid, hyperkalemia, constipation, endometrial ablation, lower abdominal pain, ovarian cyst, uterine bleeding, uterine leiomyoma, defecation difficult, rectocele and chronic cervicitis. Concomitant products included valaciclovir hydrochloride (valtrex) since 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain/loss specify: weight gain"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches/head pain"). On (B)(6) 2012, the patient experienced device expulsion ("migration of essure device location of device: endometrial canal"), 4 years 9 months after insertion of essure (ess205). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with lorazepam, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) and hysterectomy full). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, embedded device, endometritis, device expulsion, vaginal haemorrhage, menorrhagia, headache, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea, migraine and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, endometritis, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 139 lbs. Patient was on steroid since 2012. Coils: right tube: 8; left tube: 4. Discrepancy noted in essure confirmation test: in pfs the plaintiff did not undergo an essure confirmation test was reported but, previously hsg test was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure partially embedded in uterus, the left essure device is not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), migraines / headaches, migration of essure device location of device: endometrial canal, pain, psychological or psychiatric problems condition: depression and mental anguish, weight gain, the patient did not undergo essure confirmation test. Events per mr: chronic endometritis, essure partially embedded in uterus and the left essure device is not visualized were added. Lot number received. Patient's medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left essure device is not visualized'), embedded device ('essure embedded partially in uterus') and endometritis ('chronic endometritis') in a 48-year-old female patient who had essure (ess205) (batch no. 624087- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included uterine fibroid, hyperkalemia, constipation, endometrial ablation, lower abdominal pain, ovarian cyst, uterine bleeding, uterine leiomyoma, defecation difficult, rectocele and chronic cervicitis. Concurrent conditions included body mass index normal. Concomitant products included valaciclovir hydrochloride (valtrex) since 2008. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain/loss specify: weight gain"). In (B)(6)2009, the patient experienced headache ("migraines / headaches/head pain"). On (B)(6)2012, the patient experienced device expulsion ("migration of essure device location of device: endometrial canal"), 4 years 9 months after insertion of essure (ess205). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with lorazepam, nsaids, paracetamol (acetaminophen), paracetamol (tylenol) and surgery (total hysterectomy (uterus and cervix removed) and hysterectomy full). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the device dislocation, embedded device, endometritis, device expulsion, vaginal haemorrhage, menorrhagia, headache, depression, anxiety and abdominal pain lower outcome was unknown and the pelvic pain, dysmenorrhoea, migraine and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, endometritis, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 139 lbs. Patient was on steroid since 2012. Coils: right tube: 8. Left tube: 4. Discrepancy noted in essure confirmation test: in pfs the plaintiff did not undergo an essure confirmation test was reported but, previously hsg test was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure partially embedded in uterus, the left essure device is not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. New event lower abdominal pain was added. Treatment drug was added. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left essure device is not visualized'), embedded device ('essure embedded partially in uterus') and endometritis ('chronic endometritis') in a 48-year-old female patient who had essure (ess205) (batch no. 624087- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included uterine fibroid, hyperkalemia, constipation, endometrial ablation, lower abdominal pain, ovarian cyst, uterine bleeding, uterine leiomyoma, defecation difficult, rectocele and chronic cervicitis. Concomitant products included valaciclovir hydrochloride (valtrex) since 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight increased ("weight gain/loss specify: weight gain"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches/head pain"). On (B)(6) 2012, the patient experienced device expulsion ("migration of essure device location of device: endometrial canal"), 4 years 9 months after insertion of essure (ess205). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with lorazepam, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) and hysterectomy full). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, embedded device, endometritis, device expulsion, vaginal haemorrhage, menorrhagia, headache, depression and anxiety outcome was unknown and the pelvic pain, dysmenorrhoea, migraine and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, endometritis, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 139 lbs. Patient was on steroid since 2012. Coils: right tube: 8. Left tube: 4. Discrepancy noted in essure confirmation test: in pfs the plaintiff did not undergo an essure confirmation test was reported but, previously hsg test was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59.864 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure partially embedded in uterus, the left essure device is not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the left essure device is not visualized'), embedded device ('essure embedded partially in uterus') and endometritis ('chronic endometritis') in a 48-year-old female patient who had essure (ess205) (batch no. 624087- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included uterine fibroid, hyperkalemia, constipation, endometrial ablation, lower abdominal pain, ovarian cyst, uterine bleeding, uterine leiomyoma, defecation difficult, rectocele and chronic cervicitis. Concurrent conditions included body mass index normal. Concomitant products included valaciclovir hydrochloride (valtrex) since 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain/loss specify: weight gain"). In (B)(6) 2009, the patient experienced headache ("migraines / headaches/head pain"). On (B)(6) 2012, the patient experienced device expulsion ("migration of essure device location of device: endometrial canal"), 4 years 9 months after insertion of essure (ess205). In 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with lorazepam, nsaids, paracetamol (acetaminophen), paracetamol (tylenol) and surgery (total hysterectomy (uterus and cervix removed) and hysterectomy full). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, embedded device, endometritis, device expulsion, vaginal haemorrhage, menorrhagia, headache, depression, anxiety and abdominal pain lower outcome was unknown and the pelvic pain, dysmenorrhoea, migraine and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, embedded device, endometritis, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 139 lbs. Patient was on steroid since 2012. Coils: right tube: 8, left tube: 4. Discrepancy noted in essure confirmation test: in pfs the plaintiff did not undergo an essure confirmation test was reported but, previously hsg test was performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure partially embedded in uterus, the left essure device is not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. New event lower abdominal pain was added. Treatment drug was added. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.